Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high a1c on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod on their arm for an unspecified duration. Additionally, the patient reported that the dash device is not charging. Symptoms reported include experiencing lightheadedness a couple of times. Treatment during hospitalization included insulin. The pod was discarded at the hospital. The patient was discharged on (B)(6) 2026.